Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to the adhesive peeling around the bending tube, the connection between bending section and distal end is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to the adhesive peeling around the bending tube, the connection between bending section and distal end is detached. Based on the investigation, the root cause of the reported malfunction is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.